Event description:
It was reported that at the implant procedure after the pocket was closed high atrial lead impedance and thresholds were noted on the programmer. The pocket was opened and the leads were detached from the device and measured. Through the analyzer, all numbers were within normal limits. It was noted that the device connector was for is1 connector pins however the atrial lead was a 3.2 mm long connector pin. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead, implant date: unknown; 4058 implantable pacing lead implant date: unknown. (B)(4).

Manufacturer narrative:
(B)(4).